Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that the display device showed a transmitter failed error on (B)(6) 2018. The complaint states that a transmitter failed error was reported. Data was provided for investigation. No product was provided for investigation. Confirmation of the complaint was confirmed via data. The probable cause was transmitter timer not advancing that led to a transmitter failure. No additional patient or event information is available.